Event description:
In 2008, patient received a dose of heparin before hemodialysis treatment, and was very restless during the treatment time. Dialysis unit wasn't aware of recall until that day after patient received the dose. Patient did not need treatment for the adr and resolved without complications. Dates of use: 2008. Diagnosis or reason for use: before treatment of hemodialysis. Event abated: yes.